Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis. The right plunger case and the bottom case were observed to be cracked upon visual inspection. The event history log was reviewed; no alarm history pertaining to fault were noted. The pump was flow tested and inspected finding that the motor was noisy, a foot was missing, and the plunger tube required some grease. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that the plunger seal to a smiths medical medfusion® 3500 syringe pump was noted to be dried out. It was also reported that the motor was noisy, and the footing is missing. There were no reported adverse effects.